Event description:
It was reported that the user experienced hyperglycemia while attempting to connect a g6 cgm to the ilet, with the device displaying a dosing-stopped message prompting cgm connection or bg entry; a fingerstick measured 515 mg/dl, and the user elected to pause insulin therapy and administer a manual injection while cgm warmup remained in progress. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated insulin dosing and user-performed manual insulin administration. Investigation included customer service troubleshooting and education regarding cgm pairing, bg entry, and safe management during cgm warmup. Investigation of this case revealed that cgm pairing was not completed during warmup and automated dosing halted as designed, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.